Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Medical products- nexgen stemmed tibial component, catalog # 00598002702, lot # 63769704; nexgen femoral component, catalog # 00599601452, lot # 63829533. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00873; 3007963827-2018-00227. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hospital retained.

Event description:
It was reported the patient underwent an initial right knee arthroplasty. Subsequently, the patient was experiencing pain, swelling and revised due to infection. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.